Manufacturer narrative:
Section h3 was updated due to device evaluation section h6 evaluation codes were updated due to device evaluation. Method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 840 ventilator stopped ventilation with a "vent inop" message displayed. The device was available for evaluation. Service personnel (sp) inspected the unit and found background and post codes. Based on the codes, sp replaced the analog interface printed circuit board (pcb) and safety valve. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in analog interface pcb and/or safety valve. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the ventilator evaluation is underway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 840 ventilator stopped ventilation with a vent inop message displayed. The patient was removed from the ventilator and placed on an alternate ventilator without injury.